Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of the issue. The cause of the hypertension could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).

Event description:
A (B)(6) pt underwent nanoknife ire treatment for periaorta cancer on (B)(6) 2011. During the treatment, an adverse event was reported for hypertension. The pt's blood pressure increased from a baseline of 140's systolic to lower 190's. The treatment was paused and then manually aborted. Anesthesia was able to mitigate these elevations with medications. The procedure then resumed with no further interruption.